Event description:
Several incidents reported of inaccurate point-of-collection testing (poct) urine human chorionic gonadotropin (hcg) tests-false positives and negatives with poc pregnancy testing. An ed patient who had a false negative poct urine test approximately one week ago, underwent a CT scan of her abdomen with contrast and 2 ultrasound tests. Based on the CT scan/us findings, an hcg serum quantitative blood test was performed and results came back at positive level. The products were pulled off the shelf post event from all our facilities. Excerpt from emr "...female. Presents to the emergency department with complaint of severe right-sided abdominal pain... The patient's original testing came back with a negative pregnancy test. Ultrasound showed what looks like possible corpus luteal cyst in the right side and possible iup* but would be very early if true. The patient had negative pregnancy test therefore CT scan was obtained to evaluate for an appendicitis given her continued pain. CT scan was unremarkable. The patient was discussed with the obgyn physician who recommended a serum hcg because of the recent event of a negative hcg ...they came out positive on blood. Blood test was ordered which came back with a positive pregnancy test with an hcg of 1312" * intrauterine pregnancy.

Event description:
Several incidents reported of inaccurate point-of-collection testing (poct) urine human chorionic gonadotropin (hcg) tests-false positives and negatives with poc pregnancy testing. An ed patient who had a false negative poct urine test approximately one week ago, underwent a CT scan of her abdomen with contrast and 2 ultrasound tests. Based on the CT scan/us findings, an hcg serum quantitative blood test was performed and results came back at positive level. The products were pulled off the shelf post event from all our facilities. Excerpt from emr "...female. Presents to the emergency department with complaint of severe right-sided abdominal pain... The patient's original testing came back with a negative pregnancy test. Ultrasound showed what looks like possible corpus luteal cyst in the right side and possible iup* but would be very early if true. The patient had negative pregnancy test therefore CT scan was obtained to evaluate for an appendicitis given her continued pain. CT scan was unremarkable. The patient was discussed with the obgyn physician who recommended a serum hcg because of the recent event of a negative hcg ...they came out positive on blood. Blood test was ordered which came back with a positive pregnancy test with an hcg of 1312" * intrauterine pregnancy.